Manufacturer narrative:
(E1)initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 20mm maverick balloon catheter, it was noticed that the catheter was fractured. The procedure was completed with another balloon catheter and there were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR. Returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 73.2cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 20mm maverick balloon catheter, it was noticed that the catheter was fractured. The procedure was completed with another balloon catheter and there were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 20mm maverick balloon catheter, it was noticed that the catheter was fractured. The procedure was completed with another balloon catheter and there were no patient complications nor injuries reported.